Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 190 mg/dl. The customer stated that the battery was failed couple of times and the screen was off. It was reported that the troubleshooting was performed and they did not see missing segments during the self-test. Customer states the self-test passed. The customer declined troubleshooting for failed battery test. The customer was advised to clean battery cap and contacts with cotton swab, did pump restart. The insulin pump will not be returned for analysis.